Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2014-23759. It was reported the patient did not receive effective stimulation coverage from her scs system. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where her lead was removed and replaced with a new model. It was also reported during the procedure, due to ipg charging issues, the physician revised the patient's ipg pocket site and moved it to a new location. The patient reported she was satisfied with the new location of the ipg and is receiving effective stimulation coverage postoperative.